Manufacturer narrative:
D4. Primary UDI number added: h6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Patient device interaction problem: the cause of the patient device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon explant of an impella cp the patient experienced bleeding as the perclose failed. Angioseal was deployed to obtain hemostasis. The patient then lost flows in the extremity. In surgery it was discovered that both footplates of the percloses had gone throught the back wall of the superficial femoral artery and angioseal was deployed intravascularly impeding flow down the extremity. This was surgically repaired. The patient survived.